Manufacturer narrative:
Insulin pump passed displacement test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no unexpected battery out limit alarm noted. No change settings after changing battery noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed battery out limit after battery change. The customer's blood glucose was unknown at the time of incident. It was reported that they were able to clear the alarm. It was reported that they were able to rewind. It was reported that the batteries were not out of the insulin pump greater than duration allowed. It was reported that the battery out limit recurred after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.